Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the mini vision stent delivery system (sds) balloon ruptured at 6 atm during the first inflation. Another company's balloon catheter was used to post-dilate the deployed stent. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Balloon rupture below the rated burst pressure (rbp) can be caused by numerous factors including, but not limited to, a result of mechanical damage from stent; a result of stent crimped too low, a result of mechanical damage from interaction with another device or anatomy, or blockage in lumen. In this instance the unreturned device would have assisted in the investigation. The exact cause in this case is undetermined, but there is no indication of a quality issue.